Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing pressure sore was irritated under the lifevest equipment. The patient¿s nurse described the area as a pressure sore that was not caused by the lifevest under the garment. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the sore. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.